Event description:
Health care provider reported patient experienced onset of dramatic increase of tone, sweaty palms and feet, flushing but no fever, conus and headache. Initial diagnosis was possible catheter disconnect. X-ray revealed an intact pump and catheter. The pump was replaced and the catheter placed higher in the intrathecal space. Patient has done well since immediately after the pump replacement.